Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooling and heating system would not make ice. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss of no adverse consequences to the pt.

Manufacturer narrative:
The field service rep determined the unit would have be repaired at the MFR. The compressor would not come on. The customer is deciding whether or not to repair the unit.